Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The lesion was located in the highly calcified left anterior descending artery. The physician advanced the 2.25x20mm taxus liberte stent to the lesion but was unable to cross. The procedure was completed with another 2.25x20mm taxus liberte stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluation: returned product consisted of a taxus liberte stent delivery system catheter. The stent had moved 1mm from the proximal markerband. A strut in the sixth proximal row was lifted. The majority of the stent was mangled and stretched 30mm past the tip. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).